Manufacturer narrative:
The device was explanted and returned four years later. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Although not reported from the field, a high current drain was detected, however the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Specific to the field allegations, it was determined that this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed major high amplitude non-physiologic noise as well as a loss of cardiac signal in the primary vector resulting in an inappropriate shock. Boston scientific technical services (ts) recommended obtaining x-rays to rule out lead impairment in the area between the sense b electrode and the shock coil. Ts suspects that high amplitude artifacts might rather be related to a contact issue of the sense b electrode rather than lead impairment in the suspected area. Ts also recommends permanently programming the sensing vector from primary to secondary. Additional information received indicates that the isometrics and pocket manipulations were performed and no noise could be create. The device was programmed to the secondary vector.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed major high amplitude non-physiologic noise as well as a loss of cardiac signal in the primary vector resulting in an inappropriate shock. Boston scientific technical services (ts) recommended obtaining x-rays to rule out lead impairment in the area between the sense b electrode and the shock coil. Ts suspects that high amplitude artifacts might rather be related to a contact issue of the sense b electrode rather than lead impairment in the suspected area. Ts also recommends permanently programming the sensing vector from primary to secondary. Additional information received indicates that the isometrics and pocket manipulations were performed and no noise could be create. The device was programmed to the secondary vector.